Event description:
Duromedical valve explanted after approx 18 yrs due to leaflet escape. One fracture of leaflet was carried to brachiocephalic artery and removed. Another fracture was carried to common iliac artery; it was not recovered.